Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient visited the clinic on (B)(6) 2015. An issue was identified by low reservoir alarm to the patient, whom called the clinic immediately. The low reservoir volume alarm turned on, on (B)(6) 2015. Troubleshooting was performed by the health care provider (hcp), the exact date for this was unknown. The hcp aspirated from the itb pump and observed the aspirated drug in the syringe was clearly yellow, when it should be clear (not colored). The drug was exchanged toa new drug. New drug was injected into the itb pump and the pump was properly updated with the drug volume and a new alarm date. The issue was resolved. The patient status at the time of the report was "alive - no injury". Additionally, no reading file could be found on the physician programmer from the clinic visit on (B)(6) 2015. There was also a missing file on the update of the intrathecal baclofen (itb) pump. The physician programmer file will be retrieved from the update after the low reservoir alarm. The physician programmer was put on hold for investigation, because of the issue. The drugs delivered via the device system were lioresal and clonidine. No symptoms were reported, if additional information becomes available, a follow-up will be submitted.